Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the x-ray switch was released. No pt injury or death was reported.